Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar on the male luer lock of a clearlink system continu-flo solution set was difficult to move down and lock onto a catheter. The collar was stuck in the upper position and would not slide down. This was discovered during set-up and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received for b3, b5, d9, h3, h4, h6, and h10. B5: update the reported quantity to two (2) units (previously reported as one). H10: one actual device was returned for evaluation; the other device was not received and therefore, could not be evaluated. A visual inspection observed that all components were correctly placed and according to specifications. It was also observed that the male luer was stuck or static ¿ does not make the usual turn. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.